Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was not exiting from insulin pump and experienced high blood glucose. Customer believed that blood glucose was 350 mg/dl, but did not check and would treat with manual injection. Customer states that when she placed a new reservoir in the pump and went to prime beeps were heard and the pump showed numbers on the screen but no insulin exited. Customer advised to discontinue use of pump and revert to back up plan as per health care professional's instructions. Product will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.